Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report that a "compressor failure - 1001" message was displayed at any time. Therefore our investigation for this report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.